Event description:
It was reported by service report that the right footend tire was separating from the hub. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
(B)(4): wheel.